Manufacturer narrative:
A 6f-7f mynxgrip vascular closure device¿s (vcd) balloon had a tab that popped up. There was no reported patient injury. The deployer was mynx certified. The device was used in an interventional peripheral procedure. The device was used in the femoral artery (fa). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was prepped according to the instructions for use (IFU). There was no balloon loss of pressure observed during the procedure. Hemostasis was achieved by using another mynx device. The patient¿s hospitalization was not extended as a result of the event and the patient recovered. The event did not cause a clinically relevant increase in the duration of the procedure and did not requires hospitalization or significant prolongation of the existing hospitalization. Additional procedural details were requested but are unknown. The device was not returned for analysis. A product history record (phr) review of lot f1829501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information available for review suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Please note that the full UDI# is (B)(4) f1829501. This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, 6f-7f mynx grip vascular closure device (vcd) balloon has a tab that pops up. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device was intended for an interventional peripheral procedure. The deployer¿s mynx training status was mynx certified. The patient had a medical history of peripheral vascular disease (pvd). The device was used in the femoral artery (fa). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Hemostasis was achieved with another mynx device. The patient hospitalization was not extended as a result of the event and the patient was recovered after the mynx event. The event did not cause a clinically relevant increase in the duration of the procedure and did not requires hospitalization or significant prolongation of existing hospitalization. The mynx vcd was prepped according to IFU instructions. No balloon lose pressure was observed during the procedure. Additional procedural details were requested but are unknown. Additional information is pending and will be submitted within 30 days upon receipt.